Event description:
On (B)(6) 2013 it was reported that the vns patient has decided to have the vns removed. Although surgery is likely, it has not occurred to date.

Event description:
On (B)(6) 2013 it was reported that the vns patient has a possible lead discontinuity. It was stated that x-rays were taken. Although surgery is likely, it has not occurred to date. The patient¿s vns was disabled due to the high impedance. System diagnostics test had shown output=low/lead impedance=high/impedance value>10,000ohms/battery-50%. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.